Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the insulin pump's screen went black during a bolus attempt, and the insulin pump alarmed reset. The customer's blood glucose was 300 mg/dl. The customer's mother stated that the insulin pump then prompted the customer to program the time and date. The caller was advised that the insulin pump had been reset to factory settings. Upon troubleshooting, the caller stated that the reset alarm occurred within 3 minutes of an unsuccessful "write settings" attempt using the paradigm pal software. The customer was advised to discontinue use fo the insulin pump and to revert to a back-up plan. The caller also reported that the customer stated that the insulin pump alarmed a missed bolus even though the customer had not eaten yet. Upon review, it seemed as if the device was working as designed, but the caller requested a letter of analysis. The caller was advised that the insulin pump be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.